Event description:
The customer reported the apexpro telemetry server (ats) went down unexpectedly. Failure of the ats resulted in a loss of monitoring for between five and ten minutes. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.